Event description:
A customer reported that a (B)(6) female patient sustained a burn to the left lower leg and foot during a 5 hour 45 minute aortic bypass with nephrectomy. Reportedly the patient was warmed on a bair hugger small lower body blanket 53700 and a 50500 warming unit on medium (38 degrees c) for 5 hours 45 minutes including the 50 minutes when the aorta was cross clamped. Later reported stated patient improved a lot with no scars on the affected area. The product's instructions for use state "do not apply heat to lower extremities during aortic cross-clamping. Thermal injury may occur if heat is applied to ischemic limbs." Presume injury due to failure to follow manufacturer's instructions. The burn was treated by the skin and wound management team within the hospital.

Manufacturer narrative:
3m bair hugger warming unit, model number 505 with serial number (B)(4) was used with the blanket.